Manufacturer narrative:
Two (2) samples have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring of unspecified IV vial stoppers occurred during reconstitution using two (2) vialmate adapters. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) devices were received for evaluation. A visual inspection was performed and the particulate matter was not identified in the vial mates; however, particulate matter was identified in solution bag connected to one of the vial mates. The particulate matter appeared to be stopper material from the vial mate. Functional testing was performed with no issues noted. The reported condition was verified in one of the returned samples. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.